Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system revision due to infection and erosion. The device and electrode were explanted. Available information does not indicate that a new system was implanted. No additional adverse patient effects were reported. The product is in hospital possession and is not expected to be returned.